Event description:
This pi is for the 2012 revision. A patient-specific implant request form was received for the patient's right distal femur. Noted on the form: "replacement of loosened distal femur gmrs prosthesis. Distal connection to previous gmrs tibial component. Osteosarcoma right distal femur with excision and gmrs reconstruction done in 2005: 9mm x 102mm straight cemented stem without body, 70mm extension piece, small femoral component, small tibial baseplate, 11mm x 80mm tibial extension rod, 16mm tibial insert. Wearing of prosthesis with revision done in 2012: change of bushings, new tibial insert 13mm, new small axle and new bumper. Now loosening of femoral stem." Planned surgery date for the new revision is (B)(6) 2023.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.